Event description:
A ventilator will be returned to the manufacturer for routine preventative maintenance when the customer informed philips that the trilogy evo device has intermittent ventilator inoperative condition occurring on the device. There was no allegation of device malfunction. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A ventilator will be returned to the manufacturer for routine preventative maintenance when the customer informed philips that the trilogy evo device has intermittent ventilator inoperative condition occurring on the device. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, a third-party service technician was able to duplicate the ventilator inoperative issue on the and observed a low minute ventilation in the device's error log. The third-party service technician evaluated and determined there was contamination on the cooling fan assembly that caused the issue to occur on the device. The third-party service technician replaced the cooling fan to address this issue. Additional findings not related to the malfunction/issue was contamination found on the following parts: fan retainer, muffler assembly, system printed circuit assembly tubing, blower chassis tubing, fio2 tubing, and low flow tubing. The third-party service technician recognized that there was damaged to the internal battery door, and the air inlet foam filter was missing on the device. The fan retainer, muffler assembly, system printed circuit assembly tubing, blower chassis tubing, fio2 tubing, low flow tubing, internal battery door, and air inlet foam filter were replaced on the device to address these issues. The third-party service technician proactively replaced the following parts on the device: proportional valve, three-way solenoid valve on the blower chassis plate, internal battery pack, and detachable battery pack. After all the parts were replaced on the device, the third-party service technician performed a functional test, which passed on the device.